Event description:
The manufacturer received information alleging that the device suddenly shut down during the software version upgrade. The device was received and evaluated by the manufacturer. A ventilator inoperative alarm occurred during the operational inspection, then the device could not be operated. The issue occurred during the software update and was completed properly after updating the software again. It is determined that the software was not rewritten to normal software since some malfunction occurred during updating the software then the reported issue occurred.